Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 03-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was changing out their battery the other battery was power switching which led to an unexpected loss of power to the controller and a ventricular assist device (vad) stop. The battery was exchanged and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any power switching events within the analyzed period. Of note, a power source lubrication procedure was performed in accordance with the requirements on (B)(6) 2018. Additionally, analysis of the event logs revealed a controller power up with associated pump start event on (B)(6) 2019, at 19:39:31. The data point prior to the loss of power revealed that a battery was connected to power port one with 23% rsoc and the returned battery was connected to power port two with 45% rsoc. The data point recorded after the loss of power revealed that a third battery was connected to power port one and the returned battery was connected to power port two. The controller was without power for eleven seconds. Review of the alarms log did not reveal vad stop alarms within the analyzed period. However, the reported vad stop was likely related to the loss of power. As a result, the reported power switching event could not be confirmed. The reported loss of power event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent dis connection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: bat756233, concomitant medical products: yes, return date: (B)(6) 2019 dev rtn to MFR? Yes, FDA method code(s): 10, 4112, FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.